Manufacturer narrative:
(B) (4) - no code available (additional surgery required).the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.bsc reference: a00209020/ 1455393

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01202, 3005099803-2010-01215 and 3005099803-2010-01219 for the other associated device information. It was reported to boston scientific corporation that four defective resolution clip devices were used during a colonoscopy performed on (B) (6) 2010. According to the complainant, during the procedure, in all four instances, the clips were positioned and attached to tissue. The operator failed to actuate the handle of the device properly therefore, the clips did not release from the catheter. When the physician went to remove the device, the clips were pulled off of the tissue. It was reported that one clip did have tissue on it when it was pulled out, indicating minor tissue damage. It was also reported that the patient was already bleeding and this did not exacerbate the bleed. The case was completed with a cook six shooter bander. At this time the physician noticed a perforation and the patient was sent to surgery. The patient's condition at the conclusion of the surgery was reported to be fine and the patient was discharged.